Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Additional information requested, but was not received.

Event description:
It was reported that the device over infused. Additional information requested, but was no provided.